Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of less than 200 ohms, resulting in a lead safety switch. Noise was observed on a previous presenting electrogram however was not being oversensed. It was noted that the patient had undergone a hip surgery. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.